Event description:
It was reported that the customer received an alarm and insulin delivery was stopped. The customer's blood glucose level was not impacted. The customer reviewed the pump history with tandem technical support and it was verified that an auto off alarm occurred. The customer indicated that there had been no interaction with the pump since the previous evening. The customer will discuss the auto off settings with the health care provider.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off). The product has not been received for eval. Should additional info be received a supplemental form will be completed.